Event description:
A site representative, biomed, reported a stripped screw on a medium suretrak clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement suretrak ii medium clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the adjustment screw has been cross-threaded into the arm of the clamp, damaging the threads. Also, the retainer sleeve inside the clamp has been broken allowing the screw to move free of the clamp. Mechanical failure, screw cross-threaded, directly caused the event.